Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer reported they were recharging too often. The patient wanted to meet with a device manufacturer's representative (rep). The patient was redirected to the health care provider (hcp). There were no patient symptoms reported. The patient stated the implantable neurostimulator (ins) hasn't been recharged in 4-5 months. The patient stated this was the seventh time he has had an overdischarge. The patient does not have an hcp. Medical history includes non-malignant pain and chronic low back pain. If additional information is received, a supplemental report will be submitted.